Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent an open reduction internal fixation surgery for olecranon fracture with the plate in question. When the surgeon tried to insert a screw into the proximal screw hole of the plate, the screw idled and could not lock the plate. The surgeon tried to insert other different sizes of screws from another angle into the same screw hole, but those screws could not lock the plate either. Other screw holes of the plate were locked with screws with any problems. The surgeon concluded that there was no problem with the fixation of the fracture and ended the surgery with the screw hole in question left empty. Procedure was completed successfully with thirty(30) minutes of surgical delay. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, quantity 1). This report is for one (1) va lockscr ø2.7 head 2.4 self-tap l18 ta. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the va lockscr ø2.7 head 2.4 self-tap l18 ta was found to have stripped threads from both the head and body. Locking issues are most likely to this condition. A dimensional inspection for the va lockscr ø2.7 head 2.4 self-tap l18 ta was unable to be performed due to post manufacturing damage. A functional test was unable to be performed as the mating plate was not returned for evaluation. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the va lockscr ø2.7 head 2.4 self-tap l18 ta would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed- the following drawings reflecting the current and manufactured revisions were reviewed. Device history lot - part # 04.211.018s, lot # 8l55502, release to warehouse date: 06 sep 2021, supplier: (B)(4). Non-sterile part # 04.211.018, lot # 308p786. Manufacturing location: monument, manufacturing date: 03-aug-2021, part number: 04.211.018, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 18mm, lot number: 308p786 (non-sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final inspection, ns049907 rev p met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿locking screw idled in the plate hole. Could not lock to plate¿ does not indicate breakage of the or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review - 07-feb -2022: DHR reviewed by: (B)(6). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.